Manufacturer narrative:
Other applicable components are: product ID 977c165 lot# serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 19-jul-2021, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain and non-malignant pain. It was reported that the patient had very little to no coverage on the left side. The patient stated that the coverage was only on the right. They reported that a rep tried to get appropriate coverage on both sides of the spine, but was unable to. They noted this was immediately post-op and they decided to let the patient heal. The patient reported that since they had been reprogrammed a couple of times, but it just was not working. The patient stated that last week they sent a text to the reps that they were going to turn the device off because it was not working and they got no relief. The patient did not receive a response. The patient stated that following the implant surgery they kept them in the hospital overnight. They reported that the surgeon implanted the lead farther to the right for coverage. The patient stated that this created a void in coverage on the left side of their back and spine. The rep asked that the patient be patient and wait to see how the device worked once it was fully scarred in. The patient stated that it had now been five months since implant, the device had been reprogrammed a few times and their back pain had increased. The patient stated that they now had pain in their upper back that they did not have before the second implant. The patient also reported that there were things on their device that they did not know the function of because nobody ever explained it in details. Product services (ps) reached out to the reps to request that the patient be reprogrammed and trained. A rep stated they would call the patient. No further complications were reported. Follow up was conducted.